Manufacturer narrative:
(B)(4). The pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no defect was found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported a elevated blood glucose (bg) levels. The patient indicated that at 5:30 am he had a bg level of "476" mg/dl. At 9:54 am, the patient attempted to bolus 3.55 units, but and forgotten that he had disconnected for a shower. The animas representative involved in this contact noted that the patient reconnected but only received part of the 3.55 unit bolus. The patient was uncertain of how much insulin he had actually received. At 9:54 am, the patient's bg level was "376" mg/dl. At that time, he had not checked for ketones but confirmed having symptoms of frequent urination and fatigue. The patient attributed the elevated bg level to a pump setting adjustments being made by a health care provider (hcp) to prevent low bg episodes. At this time it is unknown when the reported symptoms developed in relation to when the 3.55 unit bolus was programmed and delivered. No medical intervention was reported. The animas representative involved in this contact determined that there was no evidence of a pump malfunction. The patient was advised to changed sites. The patient denied having changes in medications, diet, activity level, or stress/pain levels. He also denied having alcohol consumption. The patient confirmed that he knows how to count carbs. He denied having changes in weight. The pump was reportedly not exposed to an x-ray or extreme temperatures. The bolus history was confirmed. The tdd added up correctly. No temp basals were noted. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed an elevated bg level with symptoms that can be associated with severe hyperglycemia. However, the patient's injury can be attributed to possible use-error considering the patient had programmed a bolus while he was not connected and possibly received inadequate insulin. No issues were found with the pump through troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.